Event description:
It was reported that balloon rupture occurred. The more than 80% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. During the procedure, the physician tried to advance an 035" x 135cm rubicon over the bifurcation, but the catheter would not advance due to a major kink in it. After placing a 45cm sheath, another 035" x 135cm rubicon was opened and successfully used to cross over the supported bifurcation. The procedure continued with atherectomy of the mid and distal sfa, and popliteal arteries using rotablator. A 5mm x 150mm x 150 cm steriling balloon was inserted and advanced to the popliteal - mid sfa lesion without issue. However, during the first inflation at 6 atmospheres for few seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 16mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The more than 80% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. During the procedure, the physician tried to advance an 035" x 135cm rubicon over the bifurcation, but the catheter would not advance due to a major kink in it. After placing a 45cm sheath, another 035" x 135cm rubicon was opened and successfully used to cross over the supported bifurcation. The procedure continued with atherectomy of the mid and distal sfa, and popliteal arteries using rotablator. A 5mm x 150mm x 150 cm steriling balloon was inserted and advanced to the popliteal - mid sfa lesion without issue. However, during the first inflation at 6 atmospheres for few seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.